Manufacturer narrative:
An on site service visit was completed on 2017-11-14. Preventative maintenance was performed and the mattress was found to be conductive. The system tested and passed. Site was informed to replaced the mattress with a nonconductive mattress. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the system had inaccuracy issues during an enb case. The physician cancelled the case and the patient was under general anesthesia. Technical service representative was onsite and found the mattress on the bed to be conductive. There was no report of patient injury, death or other serious adverse event.